Event description:
Upon placement of nim et tube, machine would not read ed tube. Staff switched the nim machine out, but there was no improvement. Nim et tube was then removed and replaced with a new et tube. The nim machine worked and was reading it appropriately. This resulted to a 15 minute delay for surgery. FDA safety report ID# (B)(4).